Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor cannula was detached from the applicator body. The reported event of a detached needle was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made available on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a detached needle. The sensor was inserted into the arm on (B)(6) 2016. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of detached needle was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.